Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the electrophysiologist lab for a lead revision procedure. It was noted that the atrial lead exhibited noise. The lead was successfully explanted and replaced. The patient experienced no immediate complications as a result of the event or procedure.

Manufacturer narrative:
The reported event of lead noise was not confirmed in the laboratory. Final analysis found only the distal portion of the lead was returned in one piece measuring 37.0 cm. All damages found were consistent with surgical damage. The lead was otherwise normal. No anomalies were found.